Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "backflow" was confirmed due to a small piece of glass ampoule trapped under the check-band. No other cause of back-flow was found during the examination of the sample. The glass ampoule was introduced into the fluid pathway and trapped under the check-band because a filter was not used during the fill process. Baxter will continue to monitor similar reports to determine if further actions are required. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported from baxter (B)(4) that ce infusor lv5 device was observed leaking at the location of the fill port during filling. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received at baxter; however, the evaluation has not yet been completed. A follow-up report will be submitted when the evaluation results or additional information becomes available.